Event description:
A malfunction alarm identified as malf 12 was reported. The customer's blood glucose level did not exceed 500 mg/dl and was within the normal range. Technical support assisted the customer by providing pump reset instructions, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappeared.